Event description:
The manufacturer received info alleging that the plug on the ventilator was pushed in. This was noted while the device was in pt use. The pt was switched to a different unit. There was no pt harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed - the ac inlet connector was broken. The ventilator's ac inlet connector was replaced to correct the reported issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the manufacturer's updated reporting procedures. This program is being undertaken to address FDA warning letter (B)(4).